Manufacturer narrative:
(B)(4). Batch # m5450c. The analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The returned reload was noted to be unfired and in good visual conditions. Upon further evaluation, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, it was noted that the pcb board was damaged resulting in the inability to fire the device. No further functional testing could be performed due to the condition of the device. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection, the device was not activated at the first firing on the rectum. Although the battery was reset upside down, the device was not activated. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.